Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging the ipg several years ago due to unrelated medical conditions. As a result, the ipg became inoperable. The patient may be awaiting surgical intervention.